Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient reportedly experienced a seizure while sleeping. The event awakened the patient's husband, who immediately administered glucagon. The patient's husband did not review the patient's cgm readings prior to administering glucagon, and the patient was unable to recall her glucose values before going to sleep. Approximately five minutes after glucagon administration, the patient's blood glucose (bg) meter reading was reported as 62 mg/dl. The patient was unable to recall the corresponding cgm value at that time. Approximately 30 minutes later, the bg meter reading reportedly increased to 132 mg/dl; however, the patient was again unable to recall the corresponding cgm value. There was no report of the patient seeking evaluation or treatment from a higher level of care following the event. Although neither the patient nor her husband was able to provide cgm glucose values associated with the event, the patient reported that the dexcom mobile application did not generate a low glucose alert or notification. At the time of the report, the patient stated she was doing well and had no ongoing concerns related to the event. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.